Event description:
It was reported approximately four years postoperatively, the patient presented to the hospital and was found to have inr of 2.8, a peak gradient of 83 mmhg, a mean gradient of 52 mmhg, due to one stuck leaflet. Re-do aortic valve replacement was conducted and a 21 mm valve from another manufacturer was implanted. Additional information has been requested.